Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a s3 code system alert on the centrimag console. Troubleshooting was attempted but the issue still persisted.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the centrimag motor was initially added to this event to address the reported system alert. The centrimag motor in use during the event was not returned for evaluation; however, the centrimag console (serial number: (B)(6)) was. The alert was isolated to the returned console, and the reported event has therefore been addressed by the console investigation. The downloaded log file was also reviewed, and there were no indications of a motor-related issue during the s3 alerts. The reported event cannot be correlated to the centrimag motor. The device history records could not be reviewed, as the serial number of the centrimag motor was not provided. The current revisions of the instructions for use (IFU) can be found on the electronic IFU (eifu) page of the abbott website. The centrimag circulatory support alarms and alerts quick reference guide and centrimag blood pump with centrimag acute circulatory support system for ECMO operation manual (rev. D) are both currently available. The operation manual (section 4 entitled "warnings & precautions") warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The operation manual (section 10 entitled "emergency and troubleshooting") states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The operating manual (table 16 entitled ¿console alarms & alerts¿) and the alarms and alerts quick reference guide address how to properly interpret and troubleshoot all system alarms including s3 and f2 alarms. No further information was provided. The manufacturer is closing the file on this event.